Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned test strips and returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(bathroom). Manufacturer contacted customer with follow up phone calls to know if customer still has symptoms;customer feel better did not seek medical attention;customer is satisfied with the new product replacement readings.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 120 and 123mg/dl. The customer's expected fasting blood glucose test result range is 70 to 100mg/dl. The customer reported symptoms of shakiness, achiness, and anxiety. Medical attention is not reported as a result of the actual blood glucose results. Customer does not take medications for diabetes management,customer simply eats food which brings up the glucose levels when feels symptoms and obtains blood glucose results which are lower than 75 mg/dl (fasting). The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is approximately 120 days ago. The meter memory was reviewed for previous test result history: (B)(6). Customer has not had any recent changes in diet, exercise, or medications. Customer does not store supplies properly, stores meter and test strips in the bathroom. Instructed customer on proper storage technique.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(bathroom) and testing with expired test strips (120 days). Manufacturer contacted customer with follow up phone calls to know if customer still has symptoms;customer feel better did not seek medical attention;customer is satisfied with the new product replacement readings.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 120 and 123mg/dl. The customer's expected fasting blood glucose test result range is 70 to 100mg/dl. The customer reported symptoms of shakiness, achiness, and anxiety. Medical attention is not reported as a result of the actual blood glucose results. Customer does not take medications for diabetes management,customer simply eats food which brings up the glucose levels when feels symptoms and obtains blood glucose results which are lower than 75 mg/dl (fasting). The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is approximately 120 days ago. The meter memory was reviewed for previous test result history: (B)(6). Customer has not had any recent changes in diet, exercise, or medications. Customer does not store supplies properly, stores meter and test strips in the bathroom. Instructed customer on proper storage technique.